Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for undefined high superior vena cava (svc) coil impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited undefined high pacing impedance, rv coil impedance that exceeded the programmed upper limit, and noise. A fracture of the rv lead was confirmed. The rv lead was capped and replaced.